Manufacturer narrative:
Other, other text: one device received in good physical condition. Able to duplicate the reported problem during functional testing. The device history record (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump over infused. No adverse effects were reported.